Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and no damages were observed. Upon power up, the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/ restart), thus confirming the reported complaint. Further inspection identified the cause to be the encoder being out of its home position. From the condition of the returned unit, it appears the customer did not pull the lifeband straps completely up prior to turning the device on. After re-setting the encoder back to its home position, the device was functionally tested and performed as intended with no other user advisories, warnings or system errors exhibited. A review of the platform's archive data confirmed that multiple ua 45 codes occurred on the reported event date. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed based on functional evaluation as well as platform archive review and attributed to the lifeband straps not pulled completely up prior to turning the device on, which subsequently led to the encoder shifting out of its intended position. Following service, including re-setting the encoder back to its home position, the device passed all testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart), "pull up lifeband and press restart" message. Customer stated that they did not see the "continue" sign. They also indicated that the autopulse driveshaft was at the "home" (i.e. "0" position) position; however, the ua 45 message did not clear. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/08/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.